Manufacturer narrative:
The device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A physician attempted to reposition the lead, but he was unable to retract the helix. As result, the lead was extracted and replaced with an alternate.